Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system jetd reperfusion catheter (jetd), a penumbra system 3max reperfusion catheter (3maxc), benchmark bmx96 access system (bmx96), and a non-penumbra sheath. During the procedure, the physician made the first pass using the jetd. Subsequently, while retracting after the pass, the physician broke the proximal end of the jetd. Therefore, the jetd was removed. The procedure was completed using a new jetd and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: k133317 the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned jetd confirmed a fracture on the proximal end. Evaluation also revealed yield marks near the fracture, indicating that the device likely kinked prior to fracturing. If the jetd is mishandled during removal of the device from a parent catheter, damage such as a kink and subsequent fracture may occur. Further evaluation revealed kinks, and the distal end appeared tapered. This damage was likely incidental to the reported complaint and may have occurred during removal of the device from the procedure or during packaging for the device return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.